Event description:
It was reported that the customer had high blood glucose levels of over 600 mg/dl. The customer was hospitalized due to high blood glucose levels and diabetes ketoacidosis on (B)(6) 2014. The customer was treated with a manual insulin injection and insulin intravenously. The customer indicated having symptoms consistent with high blood glucose levels including vomiting and extreme nausea. Troubleshooting was done. The customer was wearing the insulin pump at the time of hospitalization. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).